Manufacturer narrative:
This report is submitted on august 16, 2022.

Event description:
Per the clinic, the patient experienced a trauma to the head on (B)(6) 2022, and had loss of connection to the internal device. Subsequently, open circuits were noted on 17 electrodes. The device was explanted on (B)(6) 2022 and the patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on november 27, 2023.